Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller on correct cartridge air removal and guided caller to load new cartridge and issue was resolved.